Event description:
No blood glucose levels were provided. It was reported that the customer died on (B)(6) 2014. The funeral director at the funeral home where the customer's body was lying reported the death of the customer. The director asl reported that the insulin pump was covered in blood borne pathogens and was contaminated. An inquiry was made whether or not the insulin pump should be returned to the family since it was contaminated. It appeared that the customer's family was requesting that the insulin pump be returned because they might be charged for the insulin pump if they do not return it. No additional information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed tot he event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).